Event description:
It was observed during the device inspection, that the colonovideoscope had whitish foreign material in the air/water cylinder, the air/water tube, the connecting tube and the jet-tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation olympus confirmed foreign material in the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Additionally, no physical damage of the device was confirmed where the foreign material remained. The legal manufacturer was unable to confirm whether reprocessing steps were performed in accordance with the instructions for use. The event can be detected and prevented in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.